Manufacturer narrative:
The device was received for evaluation; however, the device was contaminated with blood. A visual inspection was performed and the reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clearlink continu-flo solution set "snapped off leaving the male end in the female luer lock". This was occurred when disconnecting a piggyback IV from another IV tubing set. There was no patient injury or medical intervention associated with this event. No additional information is available.